Manufacturer narrative:
Thank you for the information. As we are waiting on the customer/site to determine the next course of action, the file will be closed. If additional information is received, it will be reviewed and assessed.

Event description:
It was reported that the patient presented in clinic with a left ventricular lead that exhibited loss of capture. A chest x-ray was performed, which showed that the lead had dislodged. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.